Event description:
It was reported that the personal therapy manager (ptm) was displaying (B)(6) as the refill date on the day of report and (B)(6) on the prior day; however, the patient wasn¿t due for a refill until (B)(6). It was indicated that the ptm was still working, the patient was successfully getting her boluses, and there were no therapy complaints. Two days later, it was reported that, after the ptm was decoupled and recoupled, the correct date of (B)(6) the appeared on the ptm. The patient had not brought the ptm with her to the prior refill. It was also noted that the pump reservoir volume was at 15.3ml. The drug used in the device system was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).